Manufacturer narrative:
An event of premature deployment and embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to an admitted operator error. According to the instructions for use, artmt 600034251 version b, "when correct placement is confirmed, release the occluder".

Event description:
The following information is from a publication. On an unknown date, a amplatzer duct occluder (ado) was selected for percutaneous transcatheter closure of the patent ductus in a (B)(6) female. During deployment, the device disconnected from the connector due to operator error. The device embolized to the pulmonary artery and percutaneous retrieval was attempted. A 6f judkins right coronary catheter was advanced into the pulmonary artery with a guidewire. The device had become stuck in the branch of the right pulmonary artery and was unable to be retrieved with an amplatz gooseneck snare. A bioptome was introduced from the left femoral vein through a 7f sheath. After multiple attempts, the device was successfully captured and removed. A new ado was implanted in the same procedure and no patient consequences were reported. No additional information will be provided (doi: 10.1177/1538574418823384).